Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. The patient sample initially generated an influenza a/b positive and sars-cov-2 negative result. The same sample was repeated on the same cobas® liat® system and the results were negative for all 3 targets. The negative results were reported to the patient and/ or medical personnel treating the patient. No harm or injury is alleged. An investigation was performed to evaluate the customer's allegation. No product problem was identified.

Manufacturer narrative:
An assessment of the analyzer was performed to evaluate the customer's allegation, and did not identify any false positives targets in the dataset. Furthermore, the amplification of the targets was clear and not motivated by either motion or optical disturbances. It can be seen that for both of the targets, specifically the influenza a, the CT values were delayed, which is an indicative of a low titer sample. The complaint allegation was not observed. (B)(4).